Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The issue is being investigated by the manufacturer via a CAPA. The investigation is pending. A supplemental MDR will be filed at the completion of the investigation.

Event description:
A facility biomedical technician (bmt) contacted technical support to report saline bag backfired during recirculation mode for the second run of the day. According to the bmt, no patient was connected to the machine at the time of the incident. The drain line meet specifications and no obstructions were observed. A valve on the air separator was recognized as the underlying cause of the malfunction. The bmt was able to repair the machine by replacing the air separator and it has since been placed back into service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. Per the biomedical technician, the air separator was replaced and the unit put back into service. Field service investigation was not performed and no parts were returned for failure analysis investigation. The reported issue of "filling of saline bag" was addressed by CAPA. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.